Event description:
It was reported that there was a damaged pin in the power port of the controller and two batteries exhibited erroneous critical battery alarms. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 21-dec-2020, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-aug-2020, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (con305683) and two (2) batteries (bat932430, bat903440) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed functional testing. Visual inspection revealed wear on the batteries connectors; however, the observed damage did not affect the functionality of the devices. The batteries were able to connect securely to a test controller. Failure analysis of the returned controller revealed a bent pin within power port two (2). The bent pin did not allow a power source to adequately connect to the controller. Log file analysis revealed that the controller in use during the reported event, con305683, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed seven (7) critical battery alarms due to communication errors involving bat932430 and bat903440. Additionally, review of the data log file revealed several instances where bat932430, bat903440, and additional batteries, where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported events were confirmed. The batteries bat932430 and bat903440 were lubricated prior to release. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pin within the power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the batteries' output cables and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: bat932430 d9: yes, return date: 28-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 d4: bat903440 d9: yes, return date: 28-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.